Manufacturer narrative:
The device was returned for analysis. The reported leak, loose/intermittent connection and irregular appearance were unable to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As the reported leak, loose/intermittent connection and irregular appearance were unable to be confirmed during return analysis, it is possible that the devices were not properly aligned and or not fully connected/tightened while attempting to connect and/or the port of the device being connected was compromised resulting in the reported loose/intermittent connection and ultimately resulting in the reported leak; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a copilot was used in the carotid arterial stenting procedure. The connection between the copilot and the non-abbott guiding catheter was not sufficiently tightened and blood was noted to be leaking. It was noted there was something abnormal about the rotator portion of the copilot. The procedure was completed with another copilot. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
E1. Facility name: (B)(6) hospital. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.